Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
E1: continued: (B)(6) hospital. 14-chome 3-1. The device was returned to olympus for evaluation and the evaluation found the nozzle had foreign objects due to insufficient cleaning. Additional findings were as follows: due to damage on scope connector, a noise image occurs. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive around light guide lens, the adhesive around objective lens, and the paint on suction cylinder, the paint on air/water cylinder, the scope cover plate was all peeled. The scope connector, the scope connector cover unit, the universal cord, the grip, the scope cover, the switch box, the lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the control unit, the plastic distal end cover, and the connecting tube, all had a scratch. The universal cord had a wrinkle. The switch had wear. The control unit, and the objective lens both had discoloration. The adhesive on bending section cover had a chip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Changing g3 from feb 20, 2024 to jan 20, 2024.